Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the implantable cardiac monitor exhibited undersensing. Programming changes were made. There were no patient consequences.